Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced cystocele, mesh erosion, recurrent apical descent, and cardiac history. The patient underwent and excisional vaginal cystocele mesh, anterior colporrhaphy with mesh replacement, apical fixation via sacral spinous ligament, and diagnostic cystoscopy. Associated mdrs: 1018233-2012-02214 and 1018233-2012-02215.

Manufacturer narrative:
The device was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).